Event description:
"Evaluation of single port and to decide which one to be used in hosp (gelpoint of sils). Four 4 trocars were used instead of 3 and that was an advantage over sils (covidien), he used also the roticulator endo grasp (covidien). Duration of case: 68 minutes. Problem 1: leak from gel surrounding the trocars when manipulating. Problem 2: the surgeon found small portions of gel inside the abdomen. Facts: the trocar inner ring moves inside the gel, as well portions of gel were dragged inside caused by hand instrument insertions."

Manufacturer narrative:
Product has not yet returned for evaluation. A final report will be issued upon receipt of product and completion of evaluation.